Event description:
The l-cath polyurethane midline catheter was placed in the right basilic vein on 4/19/99. Resident pulled on catheter and connecting tubing; when she pulled, the catheter broke above the hub. Catheter was retrieved out of vein, no pt harm. The lot number is only on the carton, which holds 10 kits. The carton was thrown away. The basic kit has no lot number on it.